Event description:
Pt undergoing dialysis via subclavian access at blood flow rate of 200. Twenty minutes after pt started dialysis, venous alarm on dialysis machine sounded indicating low venous pressure. Two staff members responded to the alarm. Responding nurse found distal end of venous catheter above y connection had separated from the venous side adapter. Venous dialysis line was still securely connected to the venous dialysis port. The catheter separation allowed pt blood loss of approx 300-500 cc. Nurse reattached the catheter to the adapter and returned as much of the pt's blood in lines as possible. Normal saline was given to replace volume. Staff called 911. Pt was awake and talking post incident. Twenty-five minutes later the pt became non-responsive. Emergency resusctitation measures were initiated and the pt was transported to the ER via paramedics.